Event description:
Customer called to report having had high blood glucose (bg) with ketoacidosis and was sent to the hospital despite bolus insulin doses. She stated her bg was as high as 600 mg/dl. Customer stated that she had only worn the pod for 4 hours. Customer does not remember much other information. Of note: customer did not bolus insulin with a few of the high bg readings. No further information is available.

Manufacturer narrative:
The pod was thoroughly evaluated and no evidence of any damage or manufacturing deficiency was found that would have either directly caused or contributed to either insufficient or no insulin delivery. Fluid exited the tip of the cannula when the drive mechanism was actuated. No problem found in the returned device. It is unknown why the user experienced high bg levels. The user is instructed in the user guide to periodically check the infusion site and to frequently monitor their bg levels. By following these recommendations, the user would become aware of high bg levels and could use another device or backup therapy if required.